Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced difficulties waking up from anesthesia, pain on the left arm and leg, and unusual feeling in the face. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter. After the procedure was completed, the patient was slow to wake up from the anesthesia and reported pain in left arm and left leg. The patient also reported an unusual feeling in the face. Imaging studies were performed and ruled out a stroke. The symptoms were solved on its own and no intervention was required. Provided. The patient was successfully discharged.